Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there are elevated potassium results and stoppers are melted due to transportation of samples in hot vehicle with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: I have a lab that will get high potassium on patients in the summer months when the temperatures are high. The lab receives their bd tubes from the reference lab. The tubes are in a hot car (temps above storage requirement of 77 degrees f) and sometimes received melted at the top. Additionally, on (B)(6)2020 the bd sales consultant provided the following additional information: "site states that they receive tubes where the top are melted. The tubes that are not affected by melting, she is wondering if the high temperatures can be affecting the k+ results. They receive tubes from reference lab. When the patient is sent to the hospital for redrawn the results are normal. This only seems to happen in the hot weather. This has been an ongoing issue. Sent temperature storage letter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that there are elevated potassium results and stoppers are melted due to transportation of samples in hot vehicle with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: I have a lab that will get high potassium on patients in the summer months when the temperatures are high. The lab receives their bd tubes from the reference lab. The tubes are in a hot car (temps above storage requirement of 77 degrees f) and sometimes received melted at the top. Additionally, on 2020-08-12 the bd sales consultant provided the following additional information: "site states that they receive tubes where the top are melted. The tubes that are not affected by melting, she is wondering if the high temperatures can be affecting the k+ results. They receive tubes from reference lab. When the patient is sent to the hospital for redrawn the results are normal. This only seems to happen in the hot weather. This has been an ongoing issue. Sent temperature storage letter."